Event description:
This device shows eos with unexpected battery behavior. There are in excess of 60 plus shocks on the device and the statistics are blank. Device is pacing vvi @50 bpm and remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data has been inspected. The data documents a large amount of charging cycles performed by the ICD in a short period of time; charging 41 to 97 took place on (B)(6) 2026, within ½ hour, between 05:14 h and 05:46 h. This indicates that the eos battery status was triggered due to this large amount of consecutive charging cycles and not due to a depleted battery. The data further shows that the vf detection which led to these charging cycles was caused by intrinsic heart signals. The data post eos reset shows normal battery voltage and normal charging time. There is neither an indication of an ICD malfunction, nor an early battery depletion based on the data. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.